Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose result accompanied by symptom. The customer is concerned with tests results obtained of 28mg/dl. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of feeling lightheaded and groggy. Medical attention is reported as a result of the actual blood glucose results. Customer called the va to ask for medical assistance due to his symptoms and low glucose results. Va instructed customer to drink orange juice and a banana. The product is not stored according to specification and it is stored in the bathroom. During the call, a back to back blood test was performed by the customer and produced test results of 102mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/31/2021 and open vial date is approximately two to three weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.